Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 47mm diameter aaa. During the index procedure it was reported, after the mainbody deployment, etlw1620c93ej was added to the right side( ipsilateral si de). When removing the delivery system of the limb, it was reported the delivery system was mistakenly pushed up, causing the distal part of the limb to fray. After the removal of the delivery system, an additional endurant limb (etlw1620c82ej) was implanted, and the procedure was completed without any endoleaks. Per the physician, the cause of the event was user error. No additional clinical sequalae were reported and the patient is fine